Event description:
Medtronic bioglide accute shunt malfunction (disconnection). The patient is a toddler with aqueductal stenosis and congenital hydrocephalus which has been shunted. He presented with vomiting and severe lethargy at another hospital and then during workup, he blew his pupils and was transported urgently to our facility. When he arrived, within minutes he went into the operating room.found the richham reservoir, the shunt was disconnected, there was a complete block. The distal end was all removed. The proximal part came off, and it was clearly a bioglide disconnection.====================== manufacturer response for shunt catheter, bioglide======================the manufacturer is aware of this problem and has issued a recall on this bioglide catheter (FDA recall#'s z-1124-2009 to z-1151-2009).